Event description:
It was reported that malfunction code 12 occurred, but no notable events were reported prior to the malfunction. There was no reported impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump, assisted with the reset, and instructed the customer to call back if the malfunction recurred. The issue was resolved as the malfunction code did not recur after the reset, and the customer was able to continue using the pump.